Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: 19-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen at 1015 mcg/day via an implantable pump. It was reported the patient had complained of withdrawal symptoms and a cap (catheter access port) study was done. The rep reported they were told the drug was not going into the intended area. A catheter revision was occurring on the day of the call, (B)(6) 2020. It was indicated the issue began (B)(6) 2020. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-05, additional information was received. It reported there was no issue found with the catheter during the procedure. The rep reported the patient and their family reported the information to them on the day of the procedure. The cause of the event was not determined. The physician checked to makes sure the catheter was patent, which it was. Then he changed the pump. The event was resolved. The old pump was discarded. The information was confirmed with the physician.